Event description:
It was reported that an unk number of spectrum pumps were not infusing the correct volumes. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The devices were not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the devices are identified and returned, an eval will be completed and a supplemental report will be submitted.